Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during 2240 in dwell 3 of 4. The technical service representative (tsr) explained the alarm and possible causes to the home patient (hp), assisted with troubleshooting, assisted with clearing the alarm and advised to contact the nurse about alarm. The hp stated that he would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available